Event description:
Reporter stated that an ambulance had to be called because she was unconscious. Paramedics arrived and the caller was given a glucose solution IV. Result on paramedics' device was stated to be in the 30's mg/dl. Customer results unknown. A request was made for the return of the suspect device and replacement product was sent.